Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The customer has isolated the failure to the main board in house; however, the device is expected to be returned for investigation. If new info is identified during the investigation, a supplemental report will be provided. Additionally, the service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record.